Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that their top lateral incisor tooth is cracked and gapped. They also have inflammation of gums and aligners discomfort - that being too tight.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.